Event description:
Fractured astra dental implant. Approximately 1/2 of the implant remained integrated in the bone. Fractured approximately 2 years after placement. Dates of use: 2005 - 2007. Diagnosis or reason for use: missing tooth.